Event description:
Boston scientific received information that the patient with this left ventricular (lv) lead developed an infection. The device was explanted; however, this lead remains implanted.

Manufacturer narrative:
If additional information is received, this report will be updated.

Manufacturer narrative:
The lead was explanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that this lead was explanted due to the ongoing infection issue. No additional adverse patient effects were reported.